Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter tip was broken. A mach1 guide catheter was selected for use. When they opened the product box and went to use the catheter, they saw the catheter had broken tip from within inside the product package. The procedure was completed with another mach1 guide catheter. No patient complications were reported.